Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a double tract with pouch procedure, oozing occurred after sealing, even though an end tone, indicating a completed seal cycle, was heard. It was noticed after 5 seals. Another device was opened to complete the procedure without further incident. There was no pt injury.